Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported the silicone segment ballooned during an infusion. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.